Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. It was stated that the battery was changed, but the problem still persists. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.